Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that pt presented in clinic for a follow up after receiving a pt notifier. The device was observed to have been undersensing causing nonsustained lead noise. The pt was in sinus tachycardia and the device sensed it as non sustained lead noise. The device remained implanted.